Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the diamondback oad fractured and a portion of the device remained in the pt's body requiring surgical intervention for removal. The lesion being treated was a calcified cto (chronic total occlusion) in the distal anterior tibial (at) to proximal dorsalis pedis (dp) artery. The lesion was 10-15cm in length and the reference vessel diameter was 2.0-2.5mm. The physician used a 6f/10cm introducer sheath and a .014" crossing catheter from an antegrade approach to cross the target lesion. The diamondback oad was then advanced over a viperwire and was spun at 80k rpms for 30 seconds through the lesion with some spin speed fluctuation demonstrated on the controller. When spun for a second time at 80k rpms for 30 seconds, the crown abruptly stopped spinning. The physician attempted to remove the oad, but it had become stuck on the viperwire; therefore, the oad and viperwire were removed as a unit. The crown was not visible on the oad driveshaft once it was examined outside the pt's body. Angiography demonstrated that the oad crown remained in the distal at artery. The oad intervention was discontinued at that time without complications of perforation, dissection, or hemorrhage. The pt was stable and asymptomatic post-procedure and had distal femoral bypass surgery the next day. The pt remained stable and asymptomatic post-op. Additional info has been requested regarding this event.

Manufacturer narrative:
(B)(4)